Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
During the coronary stenting procedure, the 3.5 x 33mm cypher stent could not be dilated pass 12 atm during the procedure. The physician tried several times but could not completely dilate the stent. The physician used another stent to complete the procedure. There was no pt injury.